Event description:
It was reported that during a da vinci ovarian cystectomy procedure, the fenestrated bipolar forceps instrument tip broke and the wire was loose, sticking out. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. No fragments fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, could likely cause or contribute to an adverse event if the failure mode were to recur.